Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they have experienced chipping and lost fillings of their teeth. Patient was examined by their dentist; the dentist thought their tooth was bruised, but the dentist now sees a fracture in the tooth. #22 and #23 have fillings that came out. The fillings were on the back of the teeth and fell out when putting on the aligners, the chip to #3 occurred the same way. Patient found the loose pieces in their aligners. The #3 tooth requires a crown. Requested additional information regarding dental work that will need to be completed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.